Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that patient attends MRI department for pelvic examination, msd puncture with catheter intravenous catheter (bd insyte autoguar catheter model) n° 22ga, test with sf 0.9% flow 2.0 for injection pump, with no leaking between connections. However, when injecting contrast, there is leaking between the jelco connection and the extender, with loss of the injected contrast, when evaluating the device it shows a link (fold in its insertion) with this possible disconnection with the extender. Can you confirm how many units of the product had the problem/defect? 2 units. When was the problem/defect identified: before, during or after use? During a procedure. In the MRI department, after puncturing with a 22g intravenous catheter (bd insyte autoguard), contrast was observed leaking from the connection between the catheter and the extender, with a loss of administered volume. Evaluation of the device revealed a possible kink in the catheter, which may have caused the connection to fail. Was there any harm to patient's health? If yes, please explain in detail: no. Can you confirm the date (dd/mm/yyyy) on which the problem/defect occurred or was identified? (B)(6) 2026.